Event description:
It was reported that the remote monitor was no longer able to "find" the patient's device. The monitor has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analysis found that it was out of specification electrically and that it would not start an interrogation.

Event description:
It was reported that the monitor would "not connect" to the patient's device on one occasion, and would not find/would not interrogate, the patient's device on a second occasion. The monitor is being returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.